Manufacturer narrative:
Concomitant medical products: product: ID 8785, lot#: hg351dh, product type: catheter . Product ID: 8784, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 04-feb-2021, UDI#: (B)(4); product ID: 8784, serial/lot #:(B)(4), ubd: 21-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that regarding a catheter revision, when preparing to connect the catheter piece, the "end of the collet came off." They opened up a model 8785 revision kit to use a collet from there; however, the same thing happened. It was noted that both "came off very easily." The hcp ended up attaching the piece from one that he had pulled off and re-attached it without any further problems. It was further noted that they ended up using the catheter from first catheter revision kit (model 8784, serial number: (B)(4) ), opened the other revision kit (model 8785, lot number hg351dh), where the same thing happened, and ended up using another model 8784 to use the collets from there. They came right off without the physician pulling at all, ¿more or less just fell off¿, straight out of the packaging. It was further reported that they were performing a revision surgery, and that it was just the pump segment. They were connecting it to the top segment of the model 8780 that he had already in there and was still functioning. Refer also to MFR report # 3004209178-2019-12510 regarding prior event. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reporter's contact information was updated/corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the physician was aware of what happened as reported. They had taken the collet from the model 8785 (that contained the collet with the sides that came off easily and were not used) and had sent it to their own evaluation department. The patient¿s weight at the time of surgery was unknown.